Event description:
It was reported the insulin pump alarmed motor error. Alarms noted in the alarm history of the device. The device was not dropped nor bumped nor exposed to electromagnetical field. Customer's blood glucose was 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.